Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. MRI guidelines were requested. It was reported that the patient's system had not worked for 2 1/2 years. The patient needed a knee scan and it was reviewed that their device was head only approved. No additional information related to the event was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.